Manufacturer narrative:
(B)(6). Date of postoperative non-union development is unknown. Additional device product code: hrs. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent osteotomy of the olecranon on (B)(6) 2018 to fix the humerus. The osteotomy was repaired with an olecranon plate, 2 cortex screws, and 4 variable angle (va) locking screws. On (B)(6) 2018 the patient had a removal of variable angle locking compression plate due to non-union. It was noted that the proximal olecranon did not heal and the piece of bone came out of the screw plate construct, and patient also experienced malunion and decreased range of motion. There was no other medical intervention required. There was no surgical delay reported. The procedure was successfully completed. The patients' proximal olecranon was removed and the patient outcome was stable. This is report 5 of 7 for complaint (B)(4).